Event description:
The pt ((B)(6)) received an scs system including an ipg on (B)(6) 2010. It was reported the pt has not utilized his ipg in several months due to alleged overstimulation. Currently, the ipg is allegedly unable to be recharged. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a filed advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.